Event description:
It was reported that in 2009, the patient was referred for the treatment of significant back pain. On (B)(6) 2009, the patient underwent surgery consisting of a cervical spinal fusion. The patient was implanted with rhbmp-2/acs. Post-op, the patient began suffering from trembling in her right arm that rendered it unusable. She also lost a significant portion of her flexibility. On (B)(6) 2009, the patient underwent second surgery consisting of a direct lateral interbody fusion. It is alleged that the patient sustained unspecified injuries on (B)(6) 2010, the patient underwent third surgery consisting of lumbar spinal fusion. It is alleged that the patient sustained unspecified injuries on (B)(6) 2010, the patient underwent fourth surgery consisting of a cervical fusion. It is alleged that the patient sustained unspecified injuries on (B)(6) 2010, the patient underwent another surgery consisting of a laminectomy and bilateral foraminotomy from l4-l5. It is alleged that the patient sustained unspecified injuries on (B)(6) 2011, the patient underwent surgery consisting of a foraminotomy from l6-l7. In all the surgeries, the patient was implanted with rhbmp-2/acs. The patient continued receiving follow-up treatment from the surgeon until (B)(6) 2013. Currently, the patient suffers from multiple pains in her back, neck, and right arm that were not present when she first presented to the surgeon.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.